Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and the severed distal end portion, measuring approximately 33.5 inches in length, was also returned. In addition, the replaced portion of the driveline, measuring approximately 19.5 inches in length, was also returned along with the severed portions of the underlying wires. The returned portions of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the driveline revealed breaches to the insulation of the red, orange, yellow, and green wires, approximately 7 inches from the pump housing and 30.5 inches from the metal connector. The observed wire damage appeared to be the result of repetitive movement and abrasion against the metal braided shield. Significant abrasions to the insulation of the black and brown wires were also noted. The remainder of the driveline was submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the red, orange, yellow, and green wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power, the resulting short to ground would have resulted in the speed drop and pump stoppages that were confirmed through the analysis of the submitted system controller log file. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of use of an ungrounded power module patient cable is reported under medwatch MFR report #2916596-2016-01039. Unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages occurred while the lvad system was connected to an ungrounded power module patient cable and battery power. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed the reported pump stoppages on both power sources. This behavior was indicative of a percutaneous lead phase to phase short. On (B)(6) 2017, a percutaneous lead evaluation was performed and no open wires were found during a phase interrupter test. A distal end percutaneous lead (driveline) replacement was performed approximately two inches from the exit site. Post repair, the patient was placed back on a normal patient cable and a pump stoppage occurred when the patient leaned forward. The patient was returned to battery source without any issue. Internal wire damage was suspected. On (B)(6) 2017, the patient underwent a pump exchange. No additional information was provided.